Event description:
Hamilton vent started alarming "technical fault" and would not ventilate. Patient was taken off and bagged. Vent underwent troubleshooting - no correction possible even after turning it "off and back on." Unit taken out of service.======================manufacturer response for hamilton c2 ventilator (per site reporter).======================replaced fcc cable to battery data and a valve.